Manufacturer narrative:
Device has not been returned for evaluation. A review of downloaded flag data was performed. The flag data does not indicate any device malfunction that may have contributed to the alleged fire. The device was fully functional and able to detect and treat a patient. The charger was able to charge batteries. No indication at this time of a device malfunction that may have caused or contributed to the alleged fire.

Event description:
A us distributor reported that a patient's charger started a fire. The patient's charger and other equipment have not been returned for evaluation. The distributor indicated that the equipment was burned in the fire. A review of downloaded flag data was performed. Although the date of the fire is unknown, the last download is from (B)(6) 2015. The flag data does not indicate any device malfunction that may have contributed to the alleged fire. The device was fully functional and able to charge batteries. The battery charger is designed to meet the requirements of iec 60601-1 and ul 60950-1. There is no indication at this time that a device malfunction caused or contributed to the reported fire.